Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for post-surgical neuritis. It was reported that the device has not worked for 5-6 months. The device is not charging nor has it been working for 6 months. Usually the manufacturing representative (rep) would come to pain management. The patient has a new health care professional (hcp) and not sure how to go about fixing the machine. The patient stated it feels like the battery is affecting the hip. No further patient symptoms or complications were reported in this event.